Manufacturer narrative:
(B)(6) the product was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During an unspecified interventional procedure of a shunt vessel with heavy calcification and an unknown rate of stenosis, a saber pta balloon catheter ruptured at 4 atmospheres (atm). It was exchanged for a different balloon. The procedure was finished successfully. There was no reported patient injury. After the lesion was initially crossed with a guidewire, the saber was delivered and inflated at the lesion. The device will not be returned for analysis.

Manufacturer narrative:
The access site is unknown. The procedure was for a shunt vessel. The size and brand of sheath and guidewire were used on the procedure. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The brand of contrast media used and the contrast to saline ratio are unknown. The type and brand of inflation device used is unknown and it is unknown if the same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. It is unknown if there was difficulty advancing the balloon catheter through the vessel, crossing the lesion or if the catheter was ever in an acute bend. It is also unknown if the balloon catheter removed easily from the vessel or from the patient. During an unspecified interventional procedure of a shunt vessel with heavy calcification and an unknown rate of stenosis, a saber pta balloon catheter (bc) ruptured at 4 atm (four atmospheres). It was exchanged for a different balloon. The procedure was finished successfully. There was no reported patient injury. After the lesion was initially crossed with a guidewire, the saber was delivered and inflated at the lesion. The access site is unknown. The procedure was for a shunt vessel. The size and brand of sheath and guidewire were used on the procedure. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The brand of contrast media used and the contrast to saline ratio are unknown. The type and brand of inflation device used is unknown and it is unknown if the same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. It is unknown if there was difficulty advancing the balloon catheter through the vessel, crossing the lesion or if the catheter was ever in an acute bend. It is also unknown if the balloon catheter removed easily from the vessel or from the patient. The device was not returned for analysis. A device history record (DHR) review of lot 17053800 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of heavy calcification may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.